Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with mentor smooth round spectrum 425cc saline breast prostheses when the right breast prosthesis deflated post implantation. Deflation was confirmed via mammogram. Additionally, the mammogram results showed that the patient developed a mass on her left breast. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 535cc gel breast prosthesis and a mentor memorygel breast implant 590cc gel breast prosthesis on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.